Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
Philips received a complaint on the heartstart xl indicating that the paddle cable does not work. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.